Event description:
It was reported that a patient experienced bacterial peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. Beginning the day of onset, the patient was treated with vancomycin intraperitoneally every three to four days (dosage and duration not reported) for the peritonitis event. Antibiotic therapy with vancomycin was reported to be ongoing. Dianeal and extraneal therapies were ongoing. The patient was recovering from the peritonitis event. On an unreported date, the patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.